Event description:
A user facility Clinic Manager (CM) reported the Combiset transducers were allowing excess air to enter the system while a patient was on treatment. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant Investigation: The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.